Event description:
In april 2003, the patient was seen by a co rep for evaluation. Testing performed confirmed that the device was functioning with the exception of a phase reversal on two unused channels. It was also noted that the patient did exhibit electrical tone decay on three channels. Programming adjustments were recommended. The patient continued to be monitored at the center. In october 2003, the patient reportedly experienced sound percept and teeth aching when device was not utilized. The patient's performance while using the sound processor reportedly was not improving. In november 2003, a co rep recommended a CT scan. In january 2004, surgery to explant the patient's cii device ws scheduled.